Event description:
It was reported the gastrointestinal videoscope experienced a noisy image during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) code. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 (scope communication error) occurred due to data abnormality in scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.